Event description:
It was reported that the patient¿s device was in overdischarge and the stimulator was unresponsive. The patient let their battery go too long without charging. A trickle charge was performed and the patient recharged their battery. There were no symptoms reported. Additional information was received indicating that the power on reset (por) did not occur. They could not get the battery to recharge. After three attempts to charge the battery and get the battery out of overdischarge, it was decided that the patient would have the battery replaced. The date was to be determined. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3487a-33, lot # v016644 serial# implanted: 2007-08-23 explanted: product type lead product ID 3708360, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger. (B)(4).